Manufacturer narrative:
Covidien reference (B)(4). The field service engineer (fse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of bd and gui communication. The malfunction did not occur during patient use.